Event description:
The customer reported the device was used during a laparoscopic cholecystectomy. It was reported 511s was leaking co2 as soon as instruments were passed. The trocars were from a kit. The trocars were replaced with single sales units. There was no consequence to the pt.